Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2004 and (B)(6) 2006 and sparc and an obturator sling were used. It is unknown which device was implanted on which date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent cystoscopy and coaptite injection on (B)(6) 2011 and (B)(6) 2011 due to sui. No additional information was provided. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. It was also reported that the patient underwent a partial mesh removal on (B)(6) 2004 and an additional mesh removal on (B)(6) 2006. (B)(4) ¿urinary/bowel problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, midline cystocele, extrusion of midurethral old sling (sparc). It was reported that the patient had a concurrent procedure of a urethra stricture release, sparc removal/revision, cystoscopy performed during mesh implantation.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.